Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during filling with saline. The reporter stated that force priming with a syringe was attempted; however, the device still did not flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received for analysis. The unit was returned to the plant containing approximately 40 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported issue. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.